Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.